Event description:
It was reported that an ilet pump¿s screen became unresponsive to touch input while the display still woke and illuminated; the user removed the case and screen protector, cleaned the screen, and performed remote restarts without improvement, and a replacement was arranged. Symptoms included sleepiness upon waking and hyperglycemia with a fingerstick-confirmed blood glucose of 320 mg/dl after the user disconnected and could not perform a supply change, coincident with an expired cgm sensor. Outcomes included temporary discontinuation of pump therapy and use of subcutaneous insulin by pen, with glucose returning toward range. Investigation included remote troubleshooting, verification of power status and peripherals, and instruction to shut down the device. Investigation of this case revealed a nonresponsive touchscreen consistent with a device display or touch interface malfunction not resolved by restart or accessory removal. It was concluded, based on previously established findings for similar reports, that the cause was an apparent device malfunction of the touchscreen assembly or related interface.

Manufacturer narrative:
Initial.